Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Loosening of implant approximately 9 months post operative. Primary surgery: (B)(6) 2015; revision surgery: (B)(6) 2015; patient data: male, age is unknown.